Event description:
Complaint alleged that the head hi/low will not lower electrically or with trend pedal. No injury alleged.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.